Event description:
It was reported that the patient with this right ventricular (rv) lead had developed sepsis spread into the bloodstream and infected the implanted device and passed away. Due to patient death, system therapies were disabled and it was left in situ. No additional adverse patient effects were reported. This rv lead will not be returned for analysis.

Manufacturer narrative:
This report is being sent to correct b2 (outcomes attrib to adv event) and h1 (type of reportable event).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to sepsis spread into the bloodstream and infected the implanted device. There were no additional adverse patient effects reported. This rv lead was turned off.